Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low prostate specific antigen (psa) results from two (2) different patient samples that were generated by the access 2 instrument. The initial psa results were: 3.65ng/ml for patient a and 1.85ng/ml for patient b. The results were not reported out of the lab. The original samples were retested for psa and the repeated results were higher for both patients: psa results for patient a were: 5.37ng/ml and 5.61ng/ml. Psa result for patient b was 5.13ng/ml. Per customer, the higher psa results for patient a were confirmed at a different lab. Additionally, customer provided a previous psa result of 9.11ng/ml which was obtained for this patient a few months earlier. The customer did not receive any report of patient injury requiring medical intervention, or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc was within specifications before the event. Qc performed in 2007, after maintenance, was within specifications for levels I and ii. Level iii was out of specifications high initially and upon repeat. The samples are collected at offsite physician's offices, in plastic, bd, serum separator tubes (sst). A field service engineer (fse) was dispatched to the customer's lab: while on-site, the fse observed in-coming specimens and questioned their integrity. The specimens were centrifuged at 1,000g. The fse recommended increasing centrifuge speed to 1,300g. The fse printed and discussed pre-analytical sample handling data with the customer. The fse replaced upper and lower precision pump seals. The fse installed new transducer and performed transducer adjustment procedure. The fse performed diagnostic testing with passing results. The fse verified the instrument per established rocedures. In a follow-up with the customer five days later, they had not had any further issues with psa results. The customer stated they were unaware that the collection tubes were changed to plastic tubes from glass tubes. They also stated, they were unaware these tubes needed to be inverted after blood collection. A pre-analytical sample handling packet, and a cd presentation was sent to customer in assisting the training of staff on proper sample handling. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.